Event description:
During ventilation with the sv300 an alarm was given, a high flow was to be heard, as if there was a disconnection, the safety valve was switching on and off constantly "as if the pt coughed". Two of the nursing people speeded themselves to the bed. They decided to use another ventilator and took over the pt by hand. During the time that the pt was ventilated by hand, there was a smoky smell but there was no smoke to be seen. Then the new ventilator was connected to the pt. In between the first sv300 started to smoke and stopped completely (displays off). According to the personnel the pt wasn't aware of the event, in spite of the fact that the pt was ventilated in the ps-mode. The pt was a little dazed. During the event the servo screen 390 was connected to the sv300.